Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; level was unknown. Customer alleged the cause of the elevated bg level was due to the pump not pumping insulin. Customer addressed bg level by administering a manual injection. Reportedly, the customer did not receive any alerts or alarms indicating suspended delivery.